Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patients leads had fractured, which was confirmed through x-ray. No further information could be obtained. Additional information was received that the patients lead broke and left contacts in the upper space. It was also mentioned that the implantable pulse generator (ipg) was not holding a charge. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned due to hospital policy.

Event description:
It was reported that the patients leads had fractured, which was confirmed through x-ray. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn:m365sc2316700, model:sc-2316-70, serial: (B)(6), batch:7016427.